Event description:
It was reported that right ventricular (rv) lead impedance has risen steadily over the past few years and is now high. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.